Event description:
A pt monitoring cabling became trapped in the door of an alaris pumping module -lvp- during IV tubing setup. Issues of concern: 1- the door frame was flexible enough to allow the door to close and latch with little resistence particularly considering the size of the ECG cable and 2- the pump did not alram and free-flowed even with the programming module set to an infusion rate.